Event description:
Material# 309577 batch# 2318360 it was reported that the bd luer-lok needle hub hole/cracked/damaged. The following information was provided by the initial reporter: "while using syringe 309577 for injection, hub snapped off, all medication leaked out and consumer was bleeding." Cat: 309577 lot: 2318360 date of event: may 27th. Additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Yes when the hub broke off and the syringe barrel went into my skin and caused a laceration which required several stitches. The expensive (B)(6) medication spilled out and could not be administered this caused injury as a schedule 2 substance was discharged and not administered. 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The sample is available 3. Please share the captured photo of the event if available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.